Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11024. The pt received two leads with different lot numbers. It was reported the pt had lifted a tv and felt a pop in her back. Since that time her stimulation had changed and was only covering her legs and feet. The sjm rep attempted to reprogram the system but was able to regain stimulation coverage. It was reported the pt may have x-rays, but the pt had stated she did not want surgery at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.